Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During an implant procedure, the set screw would not tighten down onto the lead. The lead was exchanged and the procedure was completed without further issue. The patient is in stable condition.